Event description:
The customer reported a false positive reaction when testing with ahg anti-igg solidscreen ii on tango optimo, probably caused by carry over: a sample adjacently pipetted to a sample with a strong positive result on cell #1 resulted 2+ on cell #1 as well, when the same sample reacted neg. In the gel method as well as in a second run on the same device when tested individually (w/o the strong pos. Sample upfront). The correct function of the allegedly defective reagent was proved by testing the retained sample of our quality control laboratory on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the complained lot. Our field service has thoroughly inspected the affected tango optimo and found no indication for a malfunction of the affected instrument. The suspected carryover could be reproduced after the service intervention when applying the samples in identical order as have been used during the complaint run. The customer can not provide the samples in question for re-testing in our facility because not enough material was left and so he discarded this material. Our final assessment of this incident is thus consistent with the initial one.

Event description:
The customer reported a false positive reaction when testing with ahg anti-igg solidscreen ii on tango optimo, probably caused by carry over: a sample adjacently pipetted to a sample with a strong positive result on cell #1 resulted 2+ on cell #1 as well, when the same sample reacted neg. In the gel method as well as in a second run on the same device when tested individually (w/o the strong pos. Sample upfront). The correct function of the allegedly defective reagent was proved by testing the retained sample of our quality control laboratory on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the complained lot. Our field service has thoroughly inspected the affected tango optimo and found no indication for a malfunction of the affected instrument. The suspected carryover could be reproduced after the service intervention when applying the samples in identical order as have been used during the complaint run. The samples in question have not yet been provided for re-testing in our facility.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.